Event description:
It was reported that there was loss of capture as well as increasing and high thresholds on the right ventricular (rv) lead. While attempting to reposition the lead, the helix would not fully extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. Several conductors had blood/body fluid (not obstructed) and the outer tubing overlay had blood/body fluid. The outer insulation and the outer tubing overlay had a breached cut. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed apparent explant damage. The helix was very bent which was preventing the helix from being fully extended.